Event description:
Eos detection alert was received. Approximately 20 percent battery remained on (B)(6)2020.

Manufacturer narrative:
A correction was made to the manufacturer analysis. The method, result, and conclusion codes remain the same as follow up one. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The ICD interrogation revealed the eos battery status, detected on (B)(6) 2020. The device was implanted for 92 months. An amount of 42 charging cycles was documented. The memory content of the ICD was inspected, revealing a normal current consumption of this device. However, the amount of charge taken from the battery was verified and the battery condition was not as expected. Therefore, the ICD was opened, and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The current consumption of the electronic module was directly measured and proved to be normal. The battery was sent to the manufacturer for further analysis. The manufacturing records of this battery (limno2) were inspected, ocumenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process associated with this battery. The visual inspection of the battery did not reveal any external signs of damage. Next, the battery was opened for destructive analysis. During analysis of the inner assembly of this battery, unfavorable deposits of manganese material were noted which may have led to an elevated internal battery impedance, reducing the battery load capacity. In conclusion, analysis revealed an elevated battery impedance as the root cause of the clinical observation.

Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The ICD interrogation revealed the eos battery status, detected on (B)(6) 2020. The device was implanted for 92 months. An amount of 42 charging cycles was documented. The memory content of the ICD was inspected, revealing a normal current consumption of this device. However, the amount of charge taken from the battery was verified and the battery condition was not as expected. Therefore, the ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The current consumption of the electronic module was directly measured and proved to be normal. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process associated with this battery. The visual inspection of the battery did not reveal any external signs of damage. In a next step, the battery was opened for destructive analysis. During the analysis of the inner assembly an elevated internal battery impedance was identified. It is reasonable to assume that the increased impedance has led to a voltage drop and therefore to the clinical consequence. In conclusion, analysis revealed elevated battery impedance as the root cause of the clinical observation.